Event description:
There was an allegation of a questionable elecsys estradiol iii result from the cobas e 801 analytical unit. The initial result was <25 pg/ml, and the 1st repeat result was 13.9 pg/ml. The 2nd repeat result was 121 pg/ml.

Manufacturer narrative:
The cobas e 801 analytical unit serial number is (B)(6). The investigation is ongoing.

Manufacturer narrative:
Section d, device identification was updated. Relevant fields of sections d and g were updated. The elecsys estradiol iii reagent lot number is 825250, and the expiration date is 30-nov-2025. The alarm trace report shows several measuring cell (mc) condition alarms accompanied by multiple abnormal low signal alarms on the day of the event. The alarms masked the detection unit, requiring the operator to manually unmask it and continue testing despite the ongoing alarms. The root cause was determined to be operator error, failure to follow instructions. The root cause is consistent with an empty procell bottle, which became empty just before the first mc alarms occurred. The operator did not replace the procell bottles, and alarms continued, including one for the liquid short sensor and warnings that only one procell bottle was available. Additional messages confirmed that bottle 1 remained empty and seemed to be running with insufficient procell for an extended amount of time. This is consistent with foam forming in the reservoir unit, interfering with the liquid level detection, making it appear that the levels are normal, resulting in less procell than required to be used, contributing to the questionable results and putting the qc out of range. After the procell bottle was replaced, the system returned to normal operation.